Manufacturer narrative:
After reviewing the production and inspection records of the affected product and its corresponding components, no relevant non-conformity issues were found regarding the dimensions and appearance. Based on the analysis results, this event may be caused by the patient's knee anterior tilting movement. The distal femoral component hyperextension stop mechanism might be affected and lead to the adaptor fracture.

Event description:
A patient underwent knee joint replacement surgery on (B)(6) 2022. Two years postoperatively, the patient sought medical consultation due to pain, and a revision surgery was subsequently performed on (B)(6), 2024. The femoral component was found to be fractured and severely worn.